Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported having an unknown number of occurrences of splitting cartridges. Additional information was requested.

Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. The product was not returned. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified iol. It is unknown if qualified product was used. A qualified viscoelastic was indicated. The customer indicated the use of a handpiece, which is not qualified for company cartridge use. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified cartridge/handpiece combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.11. The manufacturer internal reference number is: (B)(4).